Event description:
It was reported that the balloon is not inflating during use. There were no patient complications reported.

Manufacturer narrative:
One catheter was received with no other components. Balloon testing was performed with a laboratory sample syringe. The balloon inflated but failed to maintain inflation due to leakage. Interlumen leakage was found to be in the backform between the inflation lumen and the pa distal lumen. There was no visible damage and/or deterioration observed on the balloon latex. The proximal infusion lumen was patent without any leakage or occlusion. There was no visible damage observed from the catheter body. The report of the balloon is not inflating was confirmed. A review of the manufacturing records indicated that the product met specifications upon release. The reported defect was confirmed to be related to the manufacturing process. An investigation was opened to determine the cause of the complaint and implement any necessary actions.